Manufacturer narrative:
(B)(4).

Event description:
It was reported to physio-control that the customer's device repeatedly switched itself off and that one of the two battery indicators in the device display disappeared and suddenly re-appeared. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported failure. No malfunctions were observed. Physio-control preventively replaced the battery pins due to their 2-year replacement cycle and the battery contact. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.